Event description:
Patient identifier: (B)(4). Date of event: best estimate (B)(6) 2012. According to the information received, there were two cases of bladder perforation after prostate biopsy. The physician was described as an experienced urologist who routinely uses a softer latex catheter. Both patients are described as going fine. Patient 1 was retained in the hospital for observation but additional intervention was not necessary. Patient 2 was sent home without additional observation.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.